Event description:
Event description cpi received information that this transvenous defibrillation lead, implanted for approximately a year, was exhibiting pacing impedance of greater than 3000 ohms at the most recent clinic visit. No noise was observed on the rate sense channel.